Event description:
It was reported, the helix would not extend during an implant attempt. Consequently, this lead was removed and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed the helix electrode consistently extended within 8 turns and retracted within 7 turns. Helix, fully extended, measured .078 inches within specifications. Primary analysis findings: no anomalies found, lead functionally normal.